Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type ii. It was reported that the patient had pain in their hip, back and in the area around their ins, beginning on (B)(6) 2017. It was reported that factors that may have led or contributed to this issue was the increased walking/climbing stairs from the recent cruise the patient just went on. It was reported that the rep was currently unsure what was causing the problem, and that the issue has not yet been resolved. Additional information was received via a manufacturer representative from a patient on (B)(6) 2017. It was reported that the patient¿s stimulator was working well, the patient was recharging without a problem, and impedances were fine. The health care provider thought that it is more of a problem with the position of the battery and that it was maybe pushing on a nerve or scar tissue. The patient was prescribed a medrol dose pack and will consider a pocket revision if this does not help.